Manufacturer narrative:
The reported events of premature discharge of battery, and failure to interrogate were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality with normal interrogation results. Further battery assessment at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in (B)(6) of 2020 but the exact date of implant was unknown.

Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in (B)(6) of 2020 but the exact date of implant was unknown.